Event description:
A customer reported that during surgery, an advisory was displayed on the screen indicating that the footswitch was not connected, even though it was connected. Another laser was brought in to complete the case. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).